Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per the end-user's husband, the past 6 to 8 months, the unit has been lowering down with weight.